Manufacturer narrative:
(B)(4).insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. No unexpected alarms noted during testing. No motor error alarm noted. Motor passed motor test. Several alarms noted in alarm history screen due to corrupted history file. Received with stained end cap sticker, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that she is receiving strange alerts that don't soundnormal and a sticker next to the battery cap area turned brown. Customer didn't state what the alerts where. Last blood glucose value is 106 mg/dl. Customer stated that she is not getting an alert but the beeps sound different. Customer went trough the airport scanner on (B)(6) 2014. Customer stated she has seen some motor error alarms and blood glucose value been up and down. Self test passed. Nothing further reported.